Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that all three of the device's internal hybrid layer capacitor (hlc) batteries, designators bt1, bt2, and bt3, all exhibited extremely low voltages. The device data was then downloaded using an external power supply which showed that the device had 3.9 lifetime hours of on time, which had depleted the hlc internal battery. There were no excessive power on cycles in current device memory. The device would no longer power on because the internal hlc batteries had reached zero remaining capacity, but the cause for the depletion of the battery could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer advised physio that the device would not power on when prompted and did not provide audible prompts. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. The customer advised physio that the device would not power on when prompted and did not provide audible prompts. There was no patient use associated with the reported event.